Manufacturer narrative:
Other, other text: there were no non-conforming reports (ncrs) initiated for the lot or anomalies identified in the device history record review. D5 is patient/consumer. Patient information was updated. (A2 and a4), corrected data: updated - b1, b2, g5, h1, h5, h6.

Event description:
It was reported that trach was inserted in august and was fine at first but developed a slow leak. Another trach that was available was checked before insertion and was found to have a leak but due to them not having any more backup trachs, this one was inserted into the patient while they await backup. No adverse patient effects were reported.